Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery life was shortened. It was reported that the pump was appropriately alarming the user for low battery and battery replacement. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed evidence of low battery charge following a battery replacement. The pump¿s electric draw was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.